Event description:
On (B)(6) 2010, the 3d crown was fixed to the pt. In (B)(6) 2011, it was found through MRI that the anterior pins penetrated the inner table of skull. Cerebrospinal fluid leaked from the right forehead bone. Cramp occurred and the level of consciousness was decreased. Also, pneumocephalus occurred together. Then pt's condition was monitored. The pt's previous disease was rheumatism. The doctor requested to know why 8 pound torque is appropriate for the fixation. As an adverse outcome was reported, an MDR is filed to document this event.

Manufacturer narrative:
Skull pin penetration is a known possible adverse outcome. Pt had rheumatism which indicates that the pt may have compromised bone quality. At this time, the specific pt info is not known. Pin insertion should be done under fluoro to ensure proper penetration. Then the pins are re-tightened 24-48 hours after placement and then as needed. The system comes with torque limiting caps that break away at 8 in/lbs. For pts with compromised bone, the user should use the torque pin driver that comes in the package. The pin driver should also be used when re-tightening to 2-3 in/lbs.